Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. On a follow up communication with manufacturer business center site, it was conveyed that there have been no reports of any health hazard . The device model and serial number to date still unknown. Based on the results of the investigation, the exact root cause of the suggested event cannot be conclusively specify. Since the actual item was not sent to manufacturer business center (mbc), the device was not confirmed. The device repair history review and device history record review could not be performed as the model and serial number is unknown. Instruction for use (IFU) : concerning ¿the deadline for replacing the water filter¿, the following descriptions in the IFU ¿7.2 replacing the water filter (maj-2318)¿ are found when the contents of the oer-3 instruction manual operation manual are confirmed. IFU stated "replace the water filter periodically, at least once in one months to prevent contamination of the rinse water". Feedback to customer : it was recommended for the facility to read and follow the instruction manual for the reprocessing. Though the exact root cause of the event was not specified, olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Initial reporter address: full name of the establishment - (B)(6) hospital. The subject device was not returned for evaluation. To date, there are no reports of patient harm, however, as stated in section b5, additional information has been requested regarding device details and patient involvement. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported bacteria were detected in the auxiliary water pipe of cf-hq290i when a culture test was carried out. No patient harm was reported. Upon evaluation of the oer-3 (endoscope reprocessor), it was found the reprocessor had been used after the expiration date of the water filter. An additional unknown scope had been cleaned after the water filter replacement deadline had passed. This report is being submitted to capture the unknown scope cleaned on the reprocessor after the water filter replacement deadline had passed. Additional information has been requested to clarify any patient impact due to this event. This report is related to the following reports: patient identifier (B)(6) report of the positive culture detected in the cf-hq290i. Patient identifier (B)(6) report (the use of the endoscope reprocessor ) with an expired water filter.